Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after mistaking a vibratory alert for shock. The device was interrogated and found to be at elective replacement indicator faster than expected. The estimated device longevity was stable and on track four months prior. The patient is not pacemaker dependent. Device replacement was recommended. The patient condition was stable.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.